Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 60 infusions set fell off during use on event on 01-jan-2019. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off. Infusion set has been used for 1-2 days. Insertion area free from hair, cleaned and air-dried. The blood glucose level was 150 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 1.